Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report. The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The inter department request does not mention that actual buttons were sticking. The customer's weight information has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the grinding sound was louder. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2 or lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify low battery alarm due to no button response. No button error alarm during testing. Device received with stripped battery cap coin slot. (B)(4).